Event description:
The patient was admitted to the hospital on (B)(6) 2010 with chest pain followed by pea arrest. The patient was intubated and entered into a coma state before being transferred to a long term care facility. The patient expired due to pea on (B)(6) 2011. No additional information is available. Should additional information becomes available, this event will be updated.